Manufacturer narrative:
Exemption number e2019001. The device was received. All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. Additionally, reported positioning failure could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. In the absence of a confirmed failure mode, a conclusive cause for the gripper actuation could not be determined. The reported inability to grasp the leaflets appears to be due to the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds) was advanced and implanted; however, mr was unable to be reduced. A second cds (90802u161) was advanced, but when attempting to grasp the leaflets, the physician noticed that the posterior gripper would not lower. Troubleshooting was performed, but the gripper was still unable to lower. The cds was removed and replaced. Two additional clips were advanced, but when grasping was performed, mr was unable to be reduced. Therefore, the clips were not implanted. It was noted that there were no issues grasping the leaflets. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.